Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 85.9 millimeter (mm) with a perimeter derived diameter of 27.3mm suggesting a 34mm valve. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The system should not be used. The valve, delivery catheter system (dcs), compression loading system (cls), loading tray, and saline all must be replaced with new sterile components. It was reported that the valve was reassembled in the same delivery catheter system, and fluoroscopy valve load inspection showed evidence of a persistent misload by overlap to node 4. However, a misload was not identified and the valve was used for implantation. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. The misloaded valve was deployed just prior to the point of no recapture and fluoroscopic images showed evidence of an infold. The infolded valve was recaptured and redeployed a second time without re solution of the infold. Of note, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was recaptured, removed from the body, and reassembled. As stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, both the bioprosthesis and catheter should not be used; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Another fluoroscopy valve load inspection of the same components was performed, and persistent misload was present by overlap to node 4 which resulted in another infold during deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Ultimately, it was reported that a new valve was loaded, and fluoroscopy valve load inspection confirmed a good load. There is evidence of at least one recapture but no evidence of infold. The valve was deployed, and significant aortic regurgitation was noted on angiogram. A post implant dilatation was performed which visibly improved the aortic regurgitation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) product ID l-evprop34; product lot/serial number unknown; product type: compression loading system (cls) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was checked during loading and an overlap to the fourth node was observed. The valve was reassembled again in the same delivery catheter system (dcs). The valve was rechecked using fluoroscopy and a crown overlap up to the third node was observed, so the valve was accepted for use. Pre-dilation was performed using a 23x45 balloon. The dcs was introduced via the right femoral artery and during release of the valve, infolding was observed. The valve and dcs were removed from the patient and reassembled. Loading check showed overlap to the third node. The valve and dcs were reinserted into the patient and during release of the valve, a new infold was observed. The valve and dcs were removed from the patient. A new valve was loaded with an acceptable loading check. One recapture was performed before the second valve was successfully implanted. Echocardiogram showed moderate regurgitation, so post-dilation was performed using a 25x50 balloon. The patient remained stable, with mild regurgitation and an average gradient of 3mmhg. No intervention or prolonged hospitalizationwas needed as there was no serious injury during this event. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a2 a3 a4 updated data: a1 b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that according to the physician, there were no anatomical features that contributed to the valve infold. Of note, the misload was not due to a new valve loader.